Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with damaged lens. Event history log review was performed and found evidence of reported problem. Visual inspection sensor test, and functional testing were performed. According to the investigation, customer concern could not be duplicated. The investigation reported that msd clear the custom library that their customer was using, and the pump's history suggests the customer programmed a volume limit lower than the pca dose. However, the unit functions normally in pca mode (defaults) without the extra limits the customer had programmed. No further action taken for this concern. The problem source of the reported problem is user interface (programming error).

Event description:
Information was received indicating that during testing of this smiths medical cadd solis vip pump, the pump exhibited slow dose message. No patient involvement.